Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for operation, the subject device did not display a video image when it was connected to the main body. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: b5, d8, e3, g2, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure, scope mount corrosion, adherence of foreign matter to the main body and flooding of connector. Based on the results of the investigation, a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a therapeutic operation of transurethral resection of the prostate, the subject device did not display a video image when it was connected to the main body. The procedure was completed with a similar device. There were no reports of patient harm. Additional information was provided by the customer: procedure was therapeutic transurethral resection, and it was completed using a similar device.